Event description:
It was reported that pump battery dropped rapidly from 85% to 0%. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, was noted to be out of warranty and in process of pump renewal, and no additional information was received regarding the outcome of the event.